Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The device remains in patient. The cause of the event could not be determined from the information available and without device evaluation. A possible cause of this type of event may be a reaction of the patient to the material(s) implanted or used during the implant procedure. Product directions for use warns of effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to materials must be considered prior to implantation.

Event description:
It was reported that the patient underwent a radial collateral ligament repair on her right thumb on (B)(6) 2017 where an arthrex titanium anchor (part number unknown) was implanted. She reported that she is now experiencing persistent pain and swelling in the joint, even at rest. The patient will be seeing an allergist to see if she has an allergy to titanium. Additional information requested. Additional information obtained 8/24/2018: patient has provided the part number of the anchor. It was an ar-1319ft, suture anchor, mini corkscrew ft. The lot number provided by the patient (lot 10133878) is not a valid lot number for this device.